Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was attempted to reach the target vessel in a small posterio-lateral vein via ptca. It was reported that in the target vein the physician was not able to push the device forward, and after pulling out, the wire was noted to be unraveled at the distal end. The physician could remove the zinger completely, no parts remained in patient. No patient injury reported.

Manufacturer narrative:
Evaluation summary: received for analysis was one severely damaged during use zinger guide wire without original packaging. The wire was stretched from the proximal joint of the coils to the core wire. The severely unraveled coils exposed the core wire, exhibiting the core wire at break; the core wire measured 27.5cm with 3mm attached to the first joint. A bend or kink was noted at the point of break. The distal tip was also stretched near the first joint, but no breakage was detected to the distal tip, distal tip ball was intact. Functional testing could not be performed due to the condition of the returned device. Physical measurements taken at the distal tip and sections (proximal, mid-section and distal) core wire showed the device met specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.